Event description:
Arkray received a letter from (B)(6) in reference to claim (B)(4). This claim stated that employee ms. (B)(6) received a puncture wound from a lancet that did not retract for product # 990500. The letter stated that due to the puncture the employee was exposed to the (B)(6) as the patient she was attending to carries (B)(6). Ms. (B)(6) was required to undergo testing by an infectious disease doctor and has completed treatment. Arkray has attempted to gather further information, but reporter and patient have not responded with further details.